Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 180614; mck tibial baseplate-rm/ll-sz 4; lot# j61528. Cat# 180514; 180514 mck femoral-rm-ll-sz 4; lot# g65d-1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: dr. Marchand performed an I&d of a right medial mck knee due to infection and swapped the insert. Original surgery was (B)(6) 26 at ori.